Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 275 mg/dl. Customer had blood glucose levels of 375 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display due to broken l-2 on interface board. Unit received with minor scratches on lcd window.